Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot# 30342288m, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that a patient (patient demographics and medical history were not provided) underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and presented with phrenic nerve injury at unspecified point in time post procedure. No intervention was required. It is unclear how many days after the procedure, but when the physician looked at the patient's x-ray, patient was suspected to have phrenic nerve palsy because the left diaphragm was raised. Since the patient is asymptomatic, the physician he will revise the situation during follow-up. The physician¿s commented that there was no relationship with the product. During the isolation of the left pulmonary veins (lpv) ridge, thermocool® smart touch® sf bi-directional navigation catheter was abruptly bounced to the left atrial appendage (laa) and the cauterization of the laa was cautiously believed to be the cause. There was no report of hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.

Manufacturer narrative:
On(B)(6)2020 , biosense webster received additional information about the patient and event. It was reported that the patient in this case was a female patient 76 years old. The event occurred post use of biosense webster products. The opinion of the physician is that the cause of the event is procedure. No medical intervention was required. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).